Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely depressed architect tsh results were observed for one patient. The following data was provided (miu/ml). Initial 11.6, repeated 7.4, 2.6. No impact to patient management was reported and the customer stated no changes were made to the patient medication.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, a batch record review and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.